Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) regarding an implantable intrathecal pump intended to deliver an unknown con centration of dilaudid at 34.96 mcg/day, indicated for spinal pain. It was reported that the patient took a bolus from her personal therapy manager (ptm), and it was ¿way too strong.¿ the event occurred in (B)(6) 2018 (over the weekend). It was noted that this was considered a sudden change in therapy/symptoms. It was reported that the patient felt that the pa (patient-activated) bolus was too much, so the hcp reduced it down on the day of the report ((B)(6) 2018). The hcp stated that the patient was in the office to have the dose on the pa bolus set lower. It was stated that they were going to update the pump, and the patient did not want to try the bolus again until this weekend. Technical services confirmed that the patient won¿t receive any boluses again until she manually requests one. No further complications were reported or anticipated.